Event description:
The hospital reported loss of mechanical ventilation due to battery failure during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A (B)(6) service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).